Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as additional mitraclip was placed lateral to the slda to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Leaflet insertion was performed in all views and was deemed adequate before the clip was deployed. It was noticed after deployment that the anterior leaflet came out of the clip (single leaflet device attachment (slda)). An additional mitraclip was placed lateral to the slda to stabilize and further reduce mr. The procedure ended with mr reduced to grade 2+. It was thought that calcification may have interfered with gripper capture. There was no clinically significant delay. No additional information was provided.